Manufacturer narrative:
The long bipolar grasper instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci assisted radical prostatectomy (without lymphadenectomy) procedure, one of the jaw of the long bipolar grasper instrument broke. It was confirmed that a fragment fell inside the patient and was retrieved during the same procedure using another pair of forceps. The removed fragment was matched with the missing broken piece of the long bipolar grasper instrument. No post operative tests were performed as the fragment was removed in its entirety and was inadvertently discarded at the end of the procedure by the customer. The procedure was completed.